Manufacturer narrative:
(B)(4). It was stated that the medication letrozole was first prescribed to the patient in (B)(6) 2015.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The sample initially resulted as 0.366 miu/ml and this was reported outside of the laboratory. The physician questioned the result because the patient had taken a home pregnancy test and it came up positive. The sample was repeated on a different e601 analyzer and resulted as 71.23 miu/ml on (B)(6) 2015. The repeat result was believed to be correct and was reported to the physician. While troubleshooting with the customer, it was determined that the sample was run in a rack that did not have an insert in the position that the tube was placed in. The lab pathologist wanted to check the patient sample in a rack with no inserts. Both the sample and an aliquot of the sample were placed in a rack that had no inserts and were tested on a different e601 analyzer. The customer stated that one aliquot had a (B)(6) result and one had a result of 71 miu/ml on (B)(6) 2015. No specific values were provided for the (B)(6) result. The patient was not adversely affected. The hcgb reagent lot number was 185430. The reagent expiration date was asked for, but not provided. The field service representative determined that there was an electronic failure of the measuring cell. He replaced the measuring cell. He ran performance testing, calibration, and quality controls. All control recovery was acceptable to the customer and the system was found to be performing within specification.

Manufacturer narrative:
The customer stated that the sample racks for the analyzer were worn. It was also determined that the samples were run in 13 x 75 mm tubes and that the analyzer was not modified at the cap holder to support 75 mm tubes. Based on this information, investigations have determined that the sample tubes were not positioned correctly. This would cause an issue with liquid level detection and cause too little of the sample to be pipetted. The customer has switched to 100 mm tubes, which do not require the modification. The analyzer was checked and worn racks were replaced with new racks. The customer has also recommended the use of rack adapters to laboratory personnel.